Event description:
It was reported that an ilet user received a ¿change insulin¿ notification during a supply change and became concerned they missed a step; upon unlocking the pump, the device prompted ¿insert your infusion set,¿ which indicated the cannula fill step had been skipped even though the infusion set was already in place with drops observed. There were no reported adverse clinical effects and no change in blood glucose. Outcomes included continuation of therapy after the user performed the fill cannula step and resumed insulin delivery. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed an incomplete cannula fill during a supply change, attributed to incorrect supply change steps, with the infusion set implicated as the device components. It was concluded, based on previously established findings for similar reports, that user error during the supply change process was the cause.